Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 7 infusion sets tubing detached from connector events on 17-jul-2024.the infusion set has been used for a few hours to 1 day.patient replaced infusion set and resumed insulin deliveries successfully no further information was available.

Manufacturer narrative:
(B)(4) - device 7 of 7.